Event description:
Clip jamming on tissue. The report indicates that several boxes have had units with clips that jammed. The incidents have occurred during laparoscopic cholecystectomy procedures. No further details were provided by the rptr. The actual number of devices that failed is unknown. Reported for info purposes only.